Event description:
On (B)(6) 2022, information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indi cations for use. The reason for call was that when they tried to increase stimulation, settings not available would display. Pt stated that they tried turning the device off and on, however the issue was not resolved. Pt only had group a available, so pt could not try another group. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2022, additional information was received from the patient reporting that the cause of the settings not available message was contact points weren¿t working. It was reported that reprogramming the device resolved the ¿settings not available¿ message. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.